Event description:
It was reported, that high pacing thresholds were noted, on this right ventricular (rv) lead. Epicardial lead, leading to increased battery consumption of the pacemaker. This lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).